Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reports the omnipod dash pdm started getting hot while charging, it is not holding the charge and the battery allegedly was getting bigger. No harm occurred to the patient.